Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/12/2015.

Event description:
Procedure: laproscopic umbilical hiatal hernia repair.according to the reporter: the needle on the device broke during a procedure. It did not just fall off of the device as they have had in the past but the needle itself broke in half. The case was finished with another item with no patient or staff injury.